Event description:
Three reports of leaking when using the following combination of products: carefusion smallbore tubing ref (B)(4), distributed by carefusion, san diego, ca; microbore tubing/pressure sensing disc, ref 10015612 distributed by carefusion, san diego, ca; ICU medical, mc100 microclave neutral connector, lot 3237243. Lines contain inotropes and/or sedation, but no harm to pt.